Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Caller normally is around 104-115mg/dl. Customer performed back to back blood tests on trueresult and truetrack meters with a results of 74mg/dl and 146mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (74) and the highest normal result (146) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/16/2014).

Event description:
Consumer complaint of low blood results. Caller normally is around 104-115 mg/dl. Customer performed back to back blood tests on trueresult and truetrack meters with a result of 74 mg/dl and 146 mg/dl. Based on parkes error grid analysis, the bias between the lowest result given *74) and the highest normal result (146) is located in zone b/c. No adverse event reported.